Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
During an ventricular tachycardia ablation procedure, the pacing was not functioning as expected. The stimulator intermittently was off or a not found error message appeared. The procedure was cancelled and rescheduled. The patient was stable.

Manufacturer narrative:
Preliminary measurements confirmed system voltages to be within the specified limits prior to functional testing. Power was applied to the returned stimulator and was connected to a known ep-4 touchscreen and no communication was established. The microprocessor assembly was then temporarily replaced with a known good assembly, communication was successfully established and normal function was restored to the stimulator. A prolonged pacing period was observed, followed by multiple power cycles with no breaks in communication. Based on the information provided to abbott and the investigation performed, root cause of the reported communication issue was successfully isolated to abnormal functionality of the microprocessor assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.